Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: received four used custom 7.0 aire-cuff devices along with one syringe and one obturator. Visual inspection found that two of the four devices had the inflation valve pushed into the balloon. The other two devices showed no visible defects. The pilot balloon is designed to hold the valves without adhesive; it is a press fit. The opening of both pilot balloons was inspected for voids and cuts that would have allowed the valves to not remain seated. None were present. It is likely that when the syringe was connected to the inflation valves, a twisting force was applied, which caused the valves to be pushed inside the pilot balloons. The tip of the syringe only needs to be placed on the valve mechanism for it to activate. Functional testing of the devices was performed. Two devices passed all functional tests. One device failed due to the inflation valve being inside the pilot balloon. Once the pilot valve was positioned in the correct location, the device did not leak. The fourth device failed the leak test due to a cut that developed in the pilot balloon from the valve being in the incorrect position. All custom tracheostomy devices undergo two leak tests prior to shipment. The affected device did not leak during final functional testing, confirming it met specifications at the time of manufacture. The observed defects, specifically the valve being pushed into the balloon, is consistent with improper handling during inflation and cannot be attributed to the manufacturing process. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was stated that there was leakage. There was patient involvement but no injury. The cannula was changed. Sample photos have been provided.